Manufacturer narrative:
The product was manufactured under product specification pr60-215 ver 3.0. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID (B)(4) and manufacturing lot # 0b02571 in c2 in february 224a200226,25 200301, 020 in amount (B)(4) pcs on packaging machine p009. The catheters were assembled under subassembly lots #0b02569, 0b02059 on machine a097. Lot 0a03936 was sterilized under sterilization lots # 26a200225,24 200301, 25a200226,25a200302, 26a200226,24a200302, 26a200226,24a200302. According to g805311 point 5.12.4. Used during production of the lot the visual inspection and tactile test according to tm-356 were carried by technician during set up ¿ no sharp edges on the tip or eyelets are allowed. During inprocess control catheters are taken according to iso 2859-1, il s4, aql 0,4 and inspected by an operator according to tm-356. Punched holes are not allowed if they have sharp edges, burrs, fibers, contain cuttings, cutouts or punched holes are not smooth. Results of inspection are recorded in relevant forms g805311. Machine a097 is equipped by camera system for checking correct positioning connector indicator against catheter tip. The connector with incorrect position is thrown away. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. The correct raw material was used during lot production. No nonconformity had been registered during the production process of the mentioned lot. A query was run against erp number (B)(4) and malfunction code uca-pmc13.2 product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported on october 13th 2020 which yielded in one occurrence from november 2016 . 12 aug 2020 per escalation committee : end user is reusing catheters. Committee determined this is misuse. Per the IFU, ¿after incorrect insertion, catheters must be discarded and not reused. A new catheter should be selected.¿ this issue will be monitored through the post market product monitoring review process to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1 049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 1. Based on the available information, this event is deemed to be a serious injury. Per the product information for use, section cautions, precautions & observations - after incorrect insertion, catheters must be discarded and not reused. A new catheter should be selected. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported end user developed a "urinary tract infection" due to "difficulty inserting the catheter into the bladder as he was meeting resistance after he inserted the catheter about ten (10) inches. He was not receiving a urine return. He removed the catheter and made several attempts with the same catheter". The end user has been using the gentlecath glide for two weeks and performing intermittent self-catheterizations two times a day. The end user reports "he was seen by his nurse practitioner (B)(6) 2020 for complaints of cloudy urine with an odor. He was started on an oral antibiotic (brand unknown) and the symptoms have since resolved". The end user reports intermittent issues with other catheters and other brands as well with difficult to insert. The end user has watched the online videos on how to insert the catheter. Catheter insertion including ensurine the catheter is not inserted above the level of urine in the bladder and never forcing the catheter, was reviewed with the complainant and he was encouraged to talk with his doctor about the ongoing insertion issues. The complaint was instructed to not reinsert the catheter. The complainant declined replacement product and will re-try gentlecath glide, and will follow-up as needed. No photograph depicting the reported complaint issue was received from the end user. No reports of any visual defects with the product.